Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was likely the result of rotational mismatch between the femoral and tibial components, gross instability, patient conditions, or a combination of the three, which led to prosthesis wear. No information provided in the following section(s): a4, a5, b6, the following section(s) have additional info: d10, g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this (B)(6) y/o female patient was initially implanted approximately 10 years ago, the patient present with pain. The right knee was revised and the worn poly was swapped with ¿great results¿. Patient was last known to be in stable condition following the event. The devices are to be returned. Pre-op x-ray images provided.